Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the programmer exhibited anomalies which made it difficult to calculate the defibrillator's longevity. The patient was asymptomatic. No additional information was reported.